Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port of the pump was loose which caused the customer to intermittently experience difficulty charging the pump battery. The customer's blood glucose level was 269 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.